Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3; reference MFR. Report#: 3006705815-2019-00253, 3006705815-2019-00254. It was reported that the patient is unable to set their ipg into MRI mode. A diagnostic report was obtained which revealed the patient has low impedance. The patient has stated they wish to have their stimulator removed and surgical intervention may occur later to address the issue.

Event description:
Device 3 of 3. Reference MFR. Report #: 3006705815-2019-00253, 3006705815-2019-00254.